Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Customer changed the pump supplies and resumed insulin delivery and declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available. .